Manufacturer narrative:
Investigation conclusion: the customer¿s experience of broken keyboards / keypads was identified as a cracked ground trace on the ribbon cable rendering all front door keypad keys non-functional. The clinician may not have the ability to use the ¿restart¿, ¿channel off¿, ¿pause¿, or ¿channel select¿ on the lvp when needed. Internal inspection of the front door assemblies revealed cracked ground connections on 6 of the 6 ribbon cables. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that broken keyboards were identified either by biomed or by clinicians as they were turning on the units prior to use on patients. No patient involvement was reported.